Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, when a device was inserted into the cannula, the end of the cannula cracked with a small piece of the plastic falling into the surgical site. The piece was retrieved without difficulty. No patient injury reported.